Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-uni-celect. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) k090140. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter. Physician access the right sfa site and he was doing the dvt procedure, he would like to deploy celect filter but filter wasn't deployed and he several time try to the deployed, but filter was not deployed. Finally he changed the product. Physician was asked, why the filter was not deployed? He's replyed that he did not know, he used to do several time same product, same procedure before. Patient outcome: unknown.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on event description only. No product was returned and without the actual complaint device the exact reason, why the filter would not release cannot be determined. Since reported that several attempts were made to release the filter and that the product was changed, it is assumed that the filter was advanced from jugular approach, i.e. The filter of the uni device was reloaded from femoral introducer to jugular introducer prior to advancement. There is no information of tortuous anatomy or if this could have contributed to the difficulties encountered. No evidence to suggest product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.